Manufacturer narrative:
Product analysis: the valve was not returned. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years following the implant of this transcatheter bioprosthetic valve a transthoracic echocardiogram (tte) identified moderate to severe aortic stenosis. The peak velocity measured 4.07 meter per second (m/s). As reported, no medical treatment was required at this time. Additional information indicated that the systolic mean gradient had increased over the past 2 years from 11 millimeters of mercury (mmhg) to 36 mmhg. Dizziness was reported as intermittent. Approximately 7 years and 8 months following valve implant, the patient presented to the emergency department due to dizziness. Structural degeneration of the transcatheter valve was noted. Treatment was not reported. Approximately 4 months later, a transesophageal echocardiogram (tee) identified worsened transcatheter aortic valve stenosis. Approximately 35 days later, a sternotomy was performed. The transcatheter valve was removed. The ascending aorta also replaced and a new 23 millimeter valve was implanted and complex sternum closure noted. The event was considered resolved 21 days later and patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which the physician indicated that the adverse events hypercapnic respiratory failure, pulmonary edema, and atrial fibrillation were probably related to the transcatheter valve intervention; explant via sternotomy.

Manufacturer narrative:
Updated data: b5, h6 annex e, device, and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the valve had initially been implant at 5.5 millimeters on the non-coronary cusp (ncc) and left coronary cusp (lcc). There was report of thickening calcification of the commissures and leaflet. On the day the tra nscatheter valve was explanted, hypercapnic respiratory failure in context of pulmonary edema occurred. The patient responded well with a diuretic and bilevel positive airway pressure (bipap). The day following the explant of the transcatheter valve, post-operative delirium occurred. Treatment was not reported. This same day, following the valve explant procedure, atrial fibrillation occurred. This converted on its own and treatment was not required. The physician reported that the hypercapnic respiratory failure, pulmonary edema, atrial fibrillation, and post-op delirium were not related to the valve or the valve procedure. The specific causes were not reported. These events were considered resolved 16 days later.